Manufacturer narrative:
Correction: g3 should be 24 may 2023.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Manufacturer narrative:
The device is included in the battery performance alert (bpa) advisory issued by abbott on 28 august 2017.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a battery performance alert (bpa). The ICD was explanted and replaced in a procedure on (B)(6) 2023. There were no patient consequences.